Manufacturer narrative:
The lot complaint history was reviewed; this is the seventy-first complaint for the finish goods lot and seventy-first for this issue. The device history record showed the product was released per specifications. Three wet returned samples were visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in a good condition and the ball in the drip chamber¿s check valve moved freely. A console representing a current software version was used to test the samples. The samples failed intraocular pressure (iop) calibration and generated a system message code of 3467. The consoles received signal amplitude (rsa) value associated with this event was reviewed and found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate system message code 3467 if the value decreases below a threshold limit at any point during priming or surgery when the iop function is enabled. A full internal cassette pressure test was performed and no leakage was detected for two of the three cassettes. The third cassette was sent to engineering for further analysis to determine a root cause for the low rsa. Analysis of the returned sample revealed that the customer¿s event is related to a non-conforming rsa value associated with the cassette. Dimensional features associated with the manufacturing process appear to be the major contributing factor in low rsa values. No leakage was detected during functional testing, as such, a root cause could not be established for this report. An action was opened to determine a root cause and implement appropriate corrective action for low rsa complaints. Qa has isolated and identified the major contributor to rsa and has taken action to optimize the component dimensions for the consumable cassette. No action will be taken for the report of leakage as no leakage was detected during functional testing. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that three cassettes from the same lot leaked during calibration testing. There was no known harm to the users. The product samples are available. Additional information has been requested but not received to date.